Event description:
Same case as 2134265-2013-01049 and 2134265-2013-01050. It was reported that during a rotational atherectomy intervention procedure a blood pressure issue occurred. The 95% stenotic lesion was located in the severely calcified right coronary artery. The physician placed a rotawire guidewire in the lesion and then connected a 1.25mm rotalink burr to a rotalink advancer. During advancement of the burr to the lesion the advancer began leaking air at the inlet port. The rotalink burr was removed from the patient and the patient's blood pressure remained normal. The physician connected the rotalink burr to another rotalink advancer and during testing outside the body, the advancer had a large air leak noise. At this point in the procedure, the patient's blood pressure dropped and was treated with medication. The physician decided to stop and reschedule the procedure. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).